Event description:
It was reported that the patient experienced loss of stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximated 4 weeks from date manufacturer was made aware.